Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were got stuck sometimes while bolusing and had to push button twice. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had insulin blocked alarms occurred repeatedly and had to prime repeatedly for unknown reason. The insulin pump will not be returned for analysis.